Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
It was reported that a (B)(6) male underwent a procedure at hospital of the (B)(6) (hup) due to pocket infection and pocket erosion s/p gen change (B)(6) 2021. Both leads and devices were extracted. Patient was fine pre, during, and post ablation. No complications noted. The physician does not suspect any devices contributed to the infection. No device was re-implanted. No additional information is available. Reference 1035166-2022-00037.

Manufacturer narrative:
The lead was in service for approximately 31 years before being explanted on (B)(6) 2022. The lead was explanted due to an infection; therefore a root cause could not be determined. There was no specific performance related failure reported by the user. As per IFU, infection is listed as possible complications of the device. As with the introduction of any foreign object into the body, an infection might result. Removal of the device may be required. Based upon the implant date of this lead (1991), the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. No further follow-up is required. There is no allegation that the device failed to meet its performance specifications or caused or contributed to the infection. Infection is a recognized clinical event referenced in the device's labeling. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.